Manufacturer narrative:
(B)(4).

Event description:
The consumer reported since the normal battery depletion replacement and the lead replacement, the patient has had back problems and was not feeling good. She had been going to therapy sessions for her back since 2014 and 2015. It was indicated the patient no longer needed the implant to help with her bladder symptoms, so she had the device turned off for 3 months, and then explanted. After the explant, it was realized that the patient still had one lead left in the spine. The physician told the patient if the lead had been explanted, there was a possibility for the patient to be 'crippled' and/or in a wheelchair. It was indicated the patient continued to have back pain after explant. Additional information received two weeks later via the consumer reported during explant, the physician took the wires out and "one small piece was left in my spine." The patient was still in therapy sessions for her back pain/problems. It was noted by the patient, "my back problems will never be resolve[d]", and the patient would have the "plastic wire in my spine" for the "rest of my life." The patient's indication for use was gastrointestinal/pelvic floor.

Event description:
It was later reported that health care provider was notified of the back problem and patient was recommended therapy in (B)(6) 2014-2015 and steroid injection in the spine was ordered. The circumstances that led to the back problem were the surgery of the implanted device in 2013 and in (B)(6) 2016 medical physical therapy. The steps taken to resolve the back problem were noted that patient had therapy every year from 2014, steroid injection in 2015 and medical physical therapy in (B)(6) 2016. The patient stated that from implant surgery in 2013, the patient had had therapy or injection in their spine and this solace their back problem for couple of months.